Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred after the device was filled with an unspecified drug and during priming. The reporter stated that there was still no flow after forced priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from november 10, 2014 - november 11, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with solution and flow was observed from the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.